Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from 03/28/2017 to 08/08/2017 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The assignable cause is due could not be verified. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated the subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(B)(6). Visual analysis: fifteen (15) cyclesure 24 biological indicators (bi) were received. Fourteen (14) were unused with uncrushed vials, red ci discs and purple media. One suspect positive bi was received. The ci disc is gold, the cap is depressed, the vial is crushed, and there is no media but yellow stain in the vial with which to confirm the suspect positive result. The bi was disassembled, the following was found: one tyvek liner, glass ampoule shards, and one spore disc. There are no punctures on the plastic vial or tyvek® liner that would be consistent with false positive from external contamination. No manufacturing related anomalies observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification.

Manufacturer narrative:
(B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Reference asp complaint # (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The chemical indicator (ci) did changed color correctly. The subsequent bi results was negative. The affected load was partially released and used on patient(s). There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators when the loads have been released without reprocessing.